Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited an indentation at the tip of the insertion. There was no patient involvement.

Manufacturer narrative:
The device was returned to the regional inspection center for inspection and the following reportable malfunctions were identified during the device evaluation: indentation at the tip of the insertion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the indentation suggests that an external force was applied to the tip of the insert. However, the information obtained from this complaint and the investigation results did not allow the cause of the indentation to be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.